Manufacturer narrative:
Additional information: the returned rod bender was evaluated. The device had disassembled, and various subcomponents were damaged and fractured. The cause of failure can most likely be attributed to gradual backing out of the hex screw from use over time. The threads of the hex screw are sheared near the tip of the shank implying that the screw was mostly unthreaded before use. Once pressure was applied to the bender during surgery, the force on the bender likely expelled the screw thus damaging the threads. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod bender disassembled during surgery while bending a rod. The procedure was completed using an alternative rod bender. There were no patient impacts reported as a result of this event.